Manufacturer narrative:
The site did not return the device therefore no evaluation was performed. If any additional information is obtained pertinent to this event, a follow-up report will be submitted. (B)(4).

Event description:
This is an adverse event recorded on a case report form as part of the (B)(6) pt registry. The pt was prospectively enrolled with a 1cm segment of (B)(6). Approximately one month after a focal ablation procedure, the physician reported that the pt had a mild stricture of the esophagus, which was subsequently dilated. Per the physician, the severity of this event was moderate, the relationship of the event to the device procedure was probable but there was no device malfunction.